Event description:
The report was received from the USA stating that the hand piece was "overheating." The device was being used during a tympanomastoidectomy. There was no reported pt or user injuries. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent.